Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post implant, interrogation identified the atrial lead signals were lining up with the ventricular lead signals. Upon pacing in aai mode, ventricular pacing was also observed. Chest x-ray confirmed dislodgement of this atrial lead. The device was reprogrammed to vvi 50 and the physician was informed of the lead dislodgement. A revision procedure was performed, and this atrial lead was repositioned. No additional adverse patient effects were reported.